Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed concentric lesion in the heavily tortuous anterior tibial artery. A 2.0mm x 40mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and attempted to be inflated, but could not hold nominal pressure. The balloon ruptured at 14 atmospheres. A new same size armada 14 pta catheter was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the rupture occurred due to interaction with the lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.